Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report, by a consumer in the USA, of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the peritonitis. The treatment for the event was not reported. On (B)(6) 2013, the patient was discharged from the hospital. The cause of the peritonitis was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot numbers h12g30032, h12h12012 and h12h14083. No exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.